Manufacturer narrative:
Device 16 of 16. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "there was black spot on the dressing". The product was not used. No harm reported. Photos depicting the reported complaint issue were provided by the complainant.